Event description:
The hosp reported that prior to an endoscopic vein harvesting procedure, the tech opened the box and found the hemopro jaws plastic cover had already cracked and was broken. The device was set aside and a replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection showed that the hot and cold silicone jaw boots were cracked, burnt and melted. A significant portion of both the jaw boots were missing and did not form a complete assembly. Blood was not visible on the device. The reported failure was confirmed; however, it should be noted that the jaw plastic covers had cracked, burnt and melted during clinical use after the device was plugged in and not as reported as prior to surgery out of box. A lot history record review was completed for the product. There was no nonconformances which could have attributed to this failure mode.